Event description:
A patient reported experiencing inaccurate low results with an otp meter. The patient's blood glucose results were 135 mg/dl (meter), 208mg/dl (lab). Tests were done within 10 minutes with a different of 27%. Patient did not experience any adverse events. No further information has been reported.